Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer changed the gear pump and adjusted its pressure. The dilution nozzle was adjusted and after this, the results were more stable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 8000 ise 1800 module. The sample initially resulted in the following values: na = 105 mmol/l, k = 3.33 mmol/l, cl = 73.60 mmol/l. The sample was repeated on the same analyzer, resulting in the following values: na = 130 mmol/l, k = 4.09 mmol/l, cl = 91.80 mmol/l. The sample was repeated on a second analyzer, resulting in the following values: na = 131 mmol/l, k = 4.10 mmol/l, cl = 92.20 mmol/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.